Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the housing was damaged, the interior was rusted and dirty, and the device was in need of preventative maintenance and lubrication. The trigger springs, gaskets, oil seals, and bearings were replaced. This was attributed to normal wear. The device was repaired and returned to the customer on 05/21/2013. Placeholder.

Event description:
It was reported that the top trigger was stuck. This is report 1 of 1 for complaint #(B)(4).